Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected. Additional information was provided in b5 (event description). Upon review, it was identified that the additional information has been added to this report.

Manufacturer narrative:
Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The root cause of the suction alarms was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a seventy-eight-year-old male patient with a history of prior coronary artery bypass grafting, renal insufficiency, diabetes mellitus, and coronary artery disease received an impella cp device for acute myocardial infarction¿related cardiogenic shock. Prior to impella cp placement, the patient was receiving two inotropic medications and was supported with mechanical ventilation, and his society for cardiovascular angiography and interventions shock classification was stage d, indicating severe disease. Due to worsening shock, the patient was escalated to an impella 5.5 device the following day. Immediately after impella 5.5 insertion, the patient developed suction alarms, and fluoroscopic imaging identified a left sided hemothorax with an estimated blood loss of approximately one thousand seven hundred milliliters. The treating physician reported that the bleeding originated from left subclavian vessel access for swan ganz catheter placement performed prior to the procedure. The patient received multiple units of blood products and full reversal of heparin before transferring to the unit. While caused by the swan ganz catheter placement, major bleed will conservatively be coded to the impella 5.5 as it might have been aggravated by the required continous anticoagulation. Despite interventions, the patient ultimately succumbed to his underlying disease. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella.